Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photos noted the suture only was visible. It was noted in the photograph the loop was missing from the suture. The second photograph was of the foil and container and confirmed the lot # as reported. As no sealed samples were returned, functional testing could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic video-assisted thoracoscopic procedure, after passing eight suture through their loops and pulling it, the loops loosened. Another pack of suture was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of eight devices. The visual inspection of the opened samples noted two sutures and two needles, each needle attached to one suture. The sutures were returned with the loop opened. Under microscopic inspection, evidence of welding was noted. Visual inspection and functional testing of the sealed products confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.